Event description:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the operational check failed. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was not confirmed, device was back to use functionally after customer redoing the self-test. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Reported problem was unable to reproduce, device was back to use functionally after redoing the self-test. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.